Event description:
I was reported that allegedly the cot dropped and a patient was injured. Upon further investigation it was reported by the emt's that no visual injuries were noted.

Manufacturer narrative:
Cot drop.